Event description:
There was a maternal death in a patient using the jada system. [Maternal death] "it wasn't a jada quality issue, this was a complex medical issue [adverse event] case narrative: this spontaneous report originating from united states was received from a nurse via clinical education specialist (ces), referring to a female patient of unknown age. The patient¿s historical condition included pregnancy and delivery. The patient¿s current conditions, concomitant medications and past drug reactions/allergies were not reported. This report concerns (B)(4) patient(s) and (B)(4) device(s). On an unknown date, the patient was placed with vacuum-induced hemorrhage control system (jada system) 2.0 via intrauterine route (lot #, serial # and expiration date were not reported) for an unknown indication. Ces reported that on (B)(6) 2024, she attended a nursing training event at hospital. During the event, a nurse from hospital informed ces of a maternal death in a patient using the vacuum-induced hemorrhage control system (jada system). The perinatal educator did mention that it wasn¿t a vacuum-induced hemorrhage control system (jada system) quality issue, this was a complex medical issue (adverse event). The patient sought medical attention. No product quality complaint (pqc) reported. No additional adverse event (ae), no product quality complaint (pqc) reported. On an unknown date, the patient died. The cause of death was unknown. It was unknown if an autopsy was performed. The outcome of maternal death was fatal. The outcome of adverse event was not recovered. The reporter's causality assessment was not provided. Medical device reporting criteria: death. When the lot number is unknown, a technical investigation of the specific manufacturing process which includes review of records associated with a known lot number cannot be performed this is an amended report - medical device reporting criteria was updated to death.

Manufacturer narrative:
Based on the information we have received, there is no indication that the device malfunctioned. The device is assembled according to specifications. In process and finished product testing are performed and approved prior to release.

Manufacturer narrative:
Based on the information we have received, there is no indication that the device malfunctioned. The device is assembled according to specifications. In process and finished product testing are performed and approved prior to release.

Event description:
There was a maternal death in a patient using the jada system. [Maternal death] "it wasn't a jada quality issue, this was a complex medical issue [adverse event]. Case narrative: this spontaneous report originating from united states was received from a nurse via clinical education specialist (ces), referring to a female patient of unknown age. The patient¿s historical condition included pregnancy and delivery. The patient¿s current conditions, concomitant medications and past drug reactions/allergies were not reported. This report concerns 1 patient(s) and 1 device(s). On an unknown date, the patient was placed with vacuum-induced hemorrhage control system (jada system) 2.0 via intrauterine route (lot #, serial # and expiration date were not reported) for an unknown indication. Ces reported that on (B)(6) 2024, she attended a nursing training event at hospital. During the event, a nurse from hospital informed ces of a maternal death in a patient using the vacuum-induced hemorrhage control system (jada system). The perinatal educator did mention that it wasn¿t a vacuum-induced hemorrhage control system (jada system) quality issue, this was a complex medical issue (adverse event). The patient sought medical attention. No product quality complaint (pqc) reported. No additional adverse event (ae), no product quality complaint (pqc) reported. On an unknown date, the patient died. The cause of death was unknown. It was unknown if an autopsy was performed. The outcome of maternal death was fatal. The outcome of adverse event was not recovered. The reporter's causality assessment was not provided. Upon internal review, the event maternal death was determined to be serious due to medically significant. Medical device reporting criteria: serious injury. When the lot number is unknown, a technical investigation of the specific manufacturing process which includes review of records associated with a known lot number cannot be performed.